Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported event of noise over-sensing and a swing in pacing impedance were not confirmed. As received, a partial distal portion was returned in one piece measuring 41.5 cm. Unable to perform impedance test due to the condition of the lead as received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing and a swing in pacing impedance within normal range. Lead revision was discussed. The patient was in stable condition.